Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported the monitor does not sense the oxygen saturation correctly. The device was in clinical use at the time the issue was discovered.

Event description:
Customer reported the monitor does not sense the oxygen saturation correctly. The device was in clinical use at the time the issue was discovered. There was no report of patient or user harm.